Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 31ga 8mm 100 bx 1200 USA had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration was not on packaging. Verbatim: diabetes educator wanted to know when pen needles expire product has not been used."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 31ga 8mm 100 bx 1200 USA had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration was not on packaging. Verbatim: diabetes educator wanted to know when pen needles expire product has not been used."